Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error and high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer was treated with syringe for high blood glucose. Customer did not provided symptoms regarding high blood glucose. The drive support cap was normal. The high pressure test was not performed because the insulin pump will be replaced due to motor error. Troubleshooting was performed. The insulin pump will not be returned for analysis.